Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to electromagnetic interference (emi) noise. Another rv lead was successfully implanted. No additional adverse patient effects were reported.